Manufacturer narrative:
Analysis confirmed the customer comment of a broken display and additionally noted that the upper and lower case halves, atrial output connector and keypad window were broken, two knobs were loose on their encoders and the main label was damaged. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken screen. The generator was returned for service. No patient complications have been reported as a result of this event.